Event description:
It was reported that the cadd pump was found to have a torn occlusion seal during preventive maintenance. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.